Event description:
Pt was hospitalized for hyperglycemia. Pt had been off insulin pump for 4 days before the hospital admission because they were having difficulty troubleshooting an occlusion error. Device not returned for evaluation.